Event description:
This rv lead was implanted on 1998 and remains implanted at this time. The patient had routine device check at (B)(6) on (B)(6) 2013. On interrogation event log revealed 80 nonsustv episodes, and one episode logged as vt (v>a) at 263 bpm, since last reset in (B)(6) 2013 egms showed what appeared to be noise on ventricular channel. Inhibition of pacing was seen as a result of ventricular over sensing. Patient was asymptomatic. Today, no r waves were seen at vvi 40. Capture threshold was 0.6v at 0.4 ms, impedance 418 ohms (consistent with previous follow ups). Inhibition of pacing was reproducible in clinic when patient folded his arms in front of him at programmed ventricular sensitivity of fixed 2.5 mv. Ventricular lead configuration was programmed bipolar. Episodes of noise with previous medtronic device was noted. Decision was to use existing rv lead at time of device replacement (B)(6) 2013). The physician was dr. (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).